Manufacturer narrative:
(B)(4). Date sent to FDA: 12/22/2020. H3 analysis summary: three representative samples of product code f2828, lot # qabbbp were received for evaluation. During the visual inspection of three representative samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or damaged were observed. A functional test was performed using an instron and the pull force were above the minimum requirements. H6 component code: g07002 - conforming device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 12/02/2020 a manufacturing record evaluation was performed for the finished device batch qabbbp and no non-conformances were identified additional information was requested, and the following was obtained: how many devices presented the issue ?- 4 units the devices where used in the same event?- 4 different procedure on the same day. 3 new complaints opened * what was the initial procedure? - unk, issue occurred with dermatologist doctor * could you please confirm if the needle pull off from the suture during the procedure or before the procedure?- during the procedure * could you please confirm if the suture was found separate from the needle in the package?- no * what was the event day and procedure date?- (B)(6) 2020. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 12/02/2020 corrected information: concomitant products. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many devices presented the issue ? Were the devices used in the same event? Were the devices discarded? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020; and suture was used. During the procedure, the suture pulled off the needle. There were no adverse patient consequences reported. Additional information was requested.